Manufacturer narrative:
This supplement serves as a correction. Upon further review of this event, it was noted that the reported allegation is for an lcd issue which is not reportable. The reported failure mode has been assessed as not reportable. Our evaluation determined that the event did not pose a risk to the health of patients, users, or bystanders. Additionally, the report did not allege a serious injury or death, nor would the recurrence of the reported issue be expected to cause or contribute to a serious injury or death.

Manufacturer narrative:
There are previous complaints on the device not related to the issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #(B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) failed under the required parameters and needed to be calibrated. The pump calibration confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 08/08/2024, znyo medical received a report that during the preventive maintenance (pm), the device had failed the 30 psi the rate did not meet the standard range of 22-38 psi. No patient was involved.